Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/25/2013 and 7/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged meter inaccuracy began a couple of weeks prior to contacting lfs. On an unspecified date/time, the patient claimed she obtained blood glucose readings of "28 mmol/l" with the subject meter and "8 mmol/l" on another device (onetouch ultra2), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that she manages her diabetes with insulin and claimed that in response to the elevated readings she began to take an increased dose of insulin (type unknown). The patient denied developing symptoms; however, claimed in response to the high blood glucose results she was obtaining with the subject meter she went to the ER in (B)(6) 2013. The patient claimed when she arrived in the ER her blood glucose was tested and she obtained readings of "15.0 mmol/l" with the subject meter and "7.0 mmol/l" with the ER/hospital meter. The patient confirmed she was tested on both devices within minutes of each other. The patient denied receiving medical treatment while in the ER. At the time of troubleshooting, it was noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient.there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after obtaining alleged inaccurate high readings with the subject meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) - device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(6) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.